Event description:
It was reported that the 9900 system would intermittently not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.